Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not recur after reset, and was advised to wait 20 minutes before starting next sensor session, which customer understood and acknowledged.